Event description:
The patient ((B)(6)) received an scs system including an ipg on (B)(6) 2010. It was reported that the patient's ipg was replaced because the device exhibited the characteristics identified by the manufacturer's recall. No further information is available.

Manufacturer narrative:
This ipg serial number was included in (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.